Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements for the high voltage lead and cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) was consulted and reviewed the information. It was further noted that the right atrial (ra) pacing impedance measurements had increased, but were still within range. Pacemaker mediated tachycardia (pmt) episodes were also observed. Ts suggested bringing the patient into the office for evaluation . The patient was brought into the office where lead testing and isometrics were performed and no further high impedance measurements were noted. The clinic has opted to monitor the patient. The right ventricular (rv) lead, ra lead and crt-d remain in service and no adverse patient effects were reported.